Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed to deliver medication during infusion therapy in the postpartum delivery unit (dose, medication, rate, and volume unknown). It was also reported that "the device display showed everything that was programmed, sounded as if it was infusing, but no medication was delivered". There was no known patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue and did not reveal any evidence of nonconforming product. The reported condition was not verified. The device was found in specification in relation to the reported ¿patient did not receive any of the medication that was programmed to infuse¿ was not reproduced. The device underwent flow testing and finished with passing results. The device was found out of specifications for reasons unrelated to the reported event. The device was found to operate as designed and no correction was required. Should additional relevant information become available, a supplemental report will be submitted.